Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that during service and evaluation, it was observed that the compact air drive device motor seized, jammed, and was heavy moving. It was noted that there was no oiling observed and maintenance of the device was very poor, the motor was jammed and the reverse trigger was jammed. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism function, and untrue running. It was noted in the service order that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.